Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report motor error alarms, a no delivery alarm during manual prime, low battery alerts, and using a lot of batteries lately. The customer was sent a battery cap replacement; however, it did not clear the alarm. The customer's blood glucose ranged from 230 to 500 mg/dl and was treated with a manual injection. Through troubleshooting it was found that the insulin pump passed the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.